Manufacturer narrative:
The imaging evaluation performed by a clinical imaging specialist showed the following: three timepoints available for evaluation: post-implantation computed tomography angiography (cta) dated on (B)(6) 2024, intra-operative angiogram dated on (B)(6) 2024, and an abdominal aortic ultrasound dated on (B)(6) 2024. Post-implantation cta imaging dated on (B)(6) 2024 shows: there is a contralateral leg implanted on the right and left side of the patient. The contralateral gate is on the left side and there are enough radiopaque markers to confirm the presence of a contralateral leg in the left common iliac artery (lci). There is overlap of devices in the right side of the patient. Radiopaque markers confirm the presence of a contralateral leg on the right side overlaping with the ipsilateral limb. The length from the distal end of the contralateral leg in the right common iliac artery (rci) to the right iliac bifurcation appears to be ~17mm, by centerline. Diameters appear to range from 15mm (in the distal device leg) ¿ 21.2mm (in native rci). There appears to be thrombus in the distal rci. There appears to be lack of circumferential distal device apposition in the rci. Intra-operative angiogram images dated on (B)(6) 2024 show: there is flow throughout the trunk and proximal limb portions of the implanted devices. There appears to be contrast outside the distal implanted device leg in the rci. The ultrasound evaluation performed by a sonographer at gore shows the following: abdominal aortic ultrasound dated on (B)(6) 2024 shows: b-mode images show a large aneurysmal sac around limb portions of device. Color doppler images show patency of both limbs of device. Color doppler images show flow outside of device and within the aneurysmal sac. Spectral doppler image showing pulsatile flow outside of device and within the aneurysmal sac. Spectral doppler images confirming pulsatile flow within both left and right external iliac arteries. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak.

Event description:
It was reported that on an unknown date on (B)(6) 2021, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® aaa endoprosthesis. On (B)(6) 2024, a patient presented with a type ib endoleak on the right side. The endoleak is attributed to disease progression. A reintervention is planned but has not yet been performed.

Manufacturer narrative:
Corrected conclusion codes.

Manufacturer narrative:
Additional information including sns, patient imaging and patient history have been requested. H3: device remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that a patient was treated with a gore® excluder® aaa endoprosthesis. On (B)(6) 2024, a patient presented with a type ib endoleak on the right side. A reintervention was planned on (B)(6) 2024.